Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving compounded baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was in for a pump refill on (B)(6) 2024 and the healthcare provider was able to aspirate the pump reservoir but could not fill. The healthcare provider had used two different refill kits with the same results. It was further reported that the patient was a difficult stick due to a seroma they have had since the pump was replaced last fall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.